Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for the loop broken off. The device had 2mm of the loop missing. Chars and thermal damage were also found on the blue and yellow posts. A review of the device history record showed no related manufacturing anomalies at the time of product release. As a preventive measure, the device instructions for use lists contraindications such as ¿use hf-resection electrodes only for compatible applications.¿ the instructions for use state that model wa22306d is contraindicated for vaporization, and is intended for cutting and coagulation applications only. To mitigate against general device breakage, the device instructions for use also warns against bending the distal tip and states, ¿the hf-resection electrode is a precise mechanical and electrical device which is very sensitive to mechanical and electrical stress.¿ the instructions for use also have pre-procedure directions for inspecting both the device and its packaging for damage and deformation.

Event description:
Olympus was informed that during a procedure for resection of prostate by vaporization, the loop of the device broke off into the patient. The broken off pieces were flushed into the bladder for the patient to eliminate the fragments. There was no reported patient injury. The procedure was completed with another electrode device. It was reported that the damaged device had been inspected prior to use with no anomalies found.